Event description:
It was reported that during an unknown procedure, the jaw of the device failed to open, there was intermittent locking. No addtional information is available at this time. There was no adverse consequence to a patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.